Event description:
It was reported that the patient was hearing tones from the device. It was also reported that the device was unable to communicate with the remote monitor and the device was beeping due to atrial fibrillation (af) alert, which would tone because the device couldn't communicate to the monitor as it was unplugged. The patient was seen to have the device cleared and reminded to keep the monitor plugged in. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.